Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they saw a por error code while they were charging their device. The patient stated that the screen with the por also showed a triangle, an exclamation point next to a scale, and a phone. The patient noted that it was getting close to their 6 month check up so it was time to look at it. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.